Event description:
Two pts experienced reactions after cystoscopy with a scope that had been disinfected in cidex activated dialdehyde solution. This report is for the second of two pts manufacturers report #2084725-2005-00006. This pt experienced symptoms of gross hematuria and clots in 2004. Pt was admitted to the hospital unit 5 days when they were discharged with levaquin and foley/catheter.